Event description:
It was reported that during a ptca procedure, the patient experienced a reduction in arterial pressure during advancement of the guide catheter which the physician felt was related to the catheter performance. Under flouroscopy it was noted that the guide catheter was kniked in the patient's inguinal area. The guide catheter was removed without incident. Patient status is listed as "okay".